Event description:
It was reported that the lead had a potential fracture and delivered several shocks due to short r-r intervals. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analysis found that the distal conductor was fractured. The defibrillator conductor was distorted. The outer tubing overlay had cosmetic environmental stress cracking and was breached cut. The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head).